Event description:
A caller reported that the pump display was frozen. There was no reported impact to customer's blood glucose. Despite attempts to reset the pump, the issue persisted. The customer reverted to an alternate form of insulin therapy.